Event description:
It was reported that a half day infusor had particulate matter within its bladder. This was found during filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: this lot was manufactured from april 29, 2014 to may 1, 2014. Evaluation summary: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received for evaluation. During visual inspection, a white particle, 0.10 mm in size, was observed floating in the fluid within the bladder. Fourier transform infrared spectroscopy scanning determined the particle to be polyester material. The reported problem was verified. The cause or origin of the particle is undetermined. In order to further investigate this condition, a CAPA was opened. Should additional relevant information become available, a supplemental report will be submitted.